Event description:
The customer reportedly obtained a 36mg/dl and 120mg/dl on the accu-chek advantage system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.